Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances, measuring 127 ohm. It was noted that all other measurements were within normal limits. Boston scientific technical services (ts) discussed that this is a single coil lead and its not uncommon for the shock impedances to be in the 130 ohms range. This rv lead remains in service. No adverse patient effects were reported.